Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] penfill holder of np4 is broken [device breakage] novopen® 4: exp date:22.03.2016 [expired device used]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "penfill holder of np4 is broken(device breakage)" with an unspecified onset date, "novopen® 4: exp date:22.03.2016(expired device used)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human 100 iu/ml) (30u, 35u and 15u) from unknown start date and ongoing for "diabetes mellitus", patient's height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen 4: actrapid penfill: current condition: diabetes mellitus (type and duration not reported). On an unknown date, patient suffered from hyperglycemia as bgl (blood glucose) reached to 500 mg/dl and she had been hospitalized due to technical issue that the penfill holder of her np4 is broken from the side that faces the mechanical parts, batch numbers: novopen 4: dug0865. Actrapid penfill: unk. Action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "penfill holder of np4 is broken (device breakage)" was not reported. The outcome for the event "novopen® 4: exp date:22.03.2016(expired device used)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available.

Event description:
Case description: investigational results: 1. Novopen 4, batch number: dug0865. A visual examination of the returned product was performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental damage during use of the device visual examination and functional testing were performed. The two snaps on the cartridge holder were cracked. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. It was not possible to investigate the returned sample comprehensively due to te damaged cartridge holder. Confirmed: the cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. 2. Actrapid penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated no further information available. Since last submission the case has been updated with the following: expected date of follow up report removed. Investigational results updated final report ticked in EU/ca tab is non-reportable changed to "no" imdrf codes updated improper use or storage changed to "yes" narrative updated accordingly. H3 continued: evaluation summary: novopen 4, batch number: dug0865. A visual examination of the returned product was performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental damage during use of the device visual examination and functional testing were performed. The two snaps on the cartridge holder were cracked. The part of the visual examination and functional testing without the cartridge and cartridge holder mounted were performed. No remarks. It was not possible to investigate the returned sample comprehensively due to te damaged cartridge holder. Confirmed: the cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device.